Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6), device evaluated by MFR: only the main coil was returned for analysis. Visual and microscopic inspections were performed and revealed that the main coil was bent and stretched at the primary coil section; moreover, the arm of the coil was detached. Dimensional inspection of the main coil revealed the returned components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15oct2025. It was reported that the coil could not be advanced from the catheter. A 20mm x 40cm interlock coil was selected for use in an iliac artery aneurysm embolization. However, during the procedure, it was noted that the coil stretched and could not be delivered out. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure. However, device analysis revealed the arm of the coil was detached.